Event description:
This event was reported to hamilton medical ag as the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, has been broken off. This causes a leak in the circuit, preventing the pressure from rising. This occurrence was noticed during the pre-operational check. The issue did not result in any patient harm.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.